Event description:
See initial report

Manufacturer narrative:
H.10: additional tests were conducted before device repair and the reported problem could be reproduced. The clamp was disassembled, re-greased and assembled again and the problem could be solved confirming that the root cause of the problem was attributable to a misalignment between the motor and the wiper ring. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Thus, no component has been replaced.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. Visual inspection revealed that the base of the clamp spindle was dirty, signs of corrosion were identified and particles similar to dried saline solution were scattered on the surface. The reported error code was displayed on the s5 control display module during functional tests confirming the reported condition. The most likely root cause of the reported issue is a mechanical alteration that led to a misalignment between the motor and the wiper ring. Parts will be replaced to solve the problem.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Pictures of the device were provided. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to not plausible light barrier and position during maintenance. There was no patient involvement.